Event description:
It was reported that the health care professional (hcp) wanted a review of reports as the patient with this pacemaker fell. Technical services (ts) reviewed the reports and noted that there were no episodes that aligned with the time that the patient fell. Ts also noted that there was a false pacemaker mediated tachycardia (pmt) episode, and they were unable to confirm capture on the right atrial (ra) lead channel. Ts advised further evaluation. The device remains in use. No adverse patient effects were reported.